Event description:
Pt rec'd acne treatment with the smoothbeam laser in the peripheral area of the mouth. Treatment parameters selected were 12.5j/cm2- 35 ms dcd utilizing a 6mm distance gauge. After obtaining a "replace cansister" message the user continued to perform approx 60 pulses. The pt subsequently blistered and there is potential scarring.